Manufacturer narrative:
The reported events of dislodgement due to twiddler¿s syndrome and under sensing were not confirmed by analysis. As received, a complete lead was returned in one piece for analysis. Final analysis did not find any anomalies except for the helix extended and clogged with blood/tissue. No anomalies were detected.

Event description:
It was reported that the patient presented remotely via merlin.net, showing under sensing due to low sensing amplitudes by their right ventricular (rv) lead. Upon clinic evaluation, it was discovered that the rv lead had dislodged, likely due to twiddler's syndrome. The lead was successfully explanted and replaced. The patient remained stable.